Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false atrial fibrillation (af) was noted. The device remains implanted and the physician will continue to monitor the patient. The patient was in stable condition.